Event description:
Customer states that there was a emergency room visit for her high bgs. Bg at time of emergency room visit was: high. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.